Event description:
The facility representative reported an infuso.r. Device which would run but not deliver during biomedical testing. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of will not infuse. The root cause could not be determined. No action was necessary to repair the reported condition. A service history review determined that this device has not previously been serviced by baxter. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4).a device history review was performed, finding that no exceptions were noted during the manufacturing of this device.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.